Manufacturer narrative:
Initial and final MDR 1921387 - MDR 3003442380-2024-16542 - device 5 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced 8 infusions set leakage between needle and patch event on 18-jun-2024. Infusion set has been used for 12 hours. The blood glucose level was 255 and 300mg/dl. No further information available.